Event description:
Device was implanted in 2001. In 2003 pt heard a grinding sound & then experienced discomfort. After surgeon examined pt, it was determined that the ceramic head had fractured. Device was removed 2 days later.